Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient has been in urinary retention since a robotic sacralcolpopexy and altis procedure. It was recommended to bring patient back, open altis incision, and loosening altis to relieve retention. On (B)(6) 2020, the physician loosened slightly uneventfully. On (B)(6) 2020, the physician reported that the patient was still in retention. The physician suspected a combination of neurogenic bladder issues and prolapse + sui surgery healing needs to take place for things to settle.